Event description:
A report was received that a pt was experiencing a burning sensation and pain at the pocket site. The pt underwent a pocket revision procedure, and is reportedly doing well.

Manufacturer narrative:
This is the final report.